Manufacturer narrative:
The emt perceived the cot to be dropping when it was actually drifting down slightly. The emt's reaction resulted in an injury to the back.

Event description:
It was reported by phone that the customer had what they thought was a cot drop event. They were removing the cot from the ambulance and it started to lower down. The customer thought that it was dropping, so they grabbed the cot to prevent the drop. The emt injured his back thinking the cot was going to drop, but the patient involved was unharmed. It was found there was air in the hydraulic system causing the cot to slowly drift, but this was not a cot drop.